Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 8042b ipg implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedances had risen slowly to over 3000 ohms in bipolar configuration, and was possibly fractured. Unipolar configuration showed normal impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed and no anomalies were found. Electrical continuity and cross continuity test results were passed visually and electrically with destructive analysis. No inner insulation breach or fracture was observed. Visual summary analysis of the lead indicated apparent explant damage.